Manufacturer narrative:
B3: 2025 was the reported year of the event but the month/day was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the device's upstream occlusion (uso) sensor was defective. The uso sensor was replaced to fix the issue.

Event description:
The device was returned due to the device not maintaining date and time. The results of the investigation found that the device's upstream occlusion (uso) sensor was defective. There was no patient involvement.